Event description:
A freshly-debrided wound with poor circulation reportedly developed a purplish area during the first application of v.a.c. Therapy. Then, while the discoloration was being monitored, but not treated other than with v.a.c. Therapy, the purplish area reportedly grew in size, leading to further debridement.

Manufacturer narrative:
Additional information provided by the healthcare provider indicates that the patient received the wound while riding her motorized wheelchair and the patient had the subcutaneous tissue of the wound debrided. The healthcare provider further indicates the v.a.c. Therapy was initiated the next day. She also indicates that when she changed the dressing 2 days later, she noticed a 2-3 cm area on one of the wound edges that was a purplish color. She told the patient to monitor it and call if she needed to. The patient called the health care provider a couple of days later and reported that the area appeared to be getting larger. The healthcare provider told the patient to remove v.a.c. Therapy and apply a moist gauze dressing. The patient said she would do that if it got worse and thought it would be okay unitl the morning when she had a doctor's appointment. The healthcare provider also indicates that when the patient went to the doctor , v.a.c. Therapy was discontinued and the patient had sharp wound debridement all the way to the bone. The doctor was unsure if this incident was caused by v.a.c. Therapy. Since v.a.c. Therapy was in use at the time of the incident we are reporting this incident because of the medical intervention. There was no indication or report of a device malfunction. The device was found to be operating properly and within specifications when tested upon return to the kci service center.